Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error alarm. Customer blood glucose value was unknown. Customer was able to complete insulin pump rewind. The customer also reported that the notification light did not stop flashing immediately. Troubleshooting was assisted. The insulin pump will be returned for analysis.